Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused death. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of CPAP device's to sound abatement foam and became degraded and caused death. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of CPAP device's to sound abatement foam and became degraded and caused death. Additional information was received about the allegation of nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea / vomiting, asthma (new or worsening) and other. Section e1 and h6 health effects: clinical codes has been updated in this report.